Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 13-aug-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 17-mar-2014 from a male pharmacist (age unspecified) reporting on self from the united states. On an unspecified date, years ago, the consumer started using reach johnson and johnson floss mint waxed, for oral hygiene (route: dental, lot number 3453d, expiration date and frequency unspecified). After an unspecified duration, while the consumer was trying to cut the floss, the silver cutter fell off completely from the container. The consumer used scissors to cut the floss instead. The inner part, plastic assembly and plastic insert did not break. The consumer also stated that this was the first time it happened. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 28-apr-2014. The field sample was not received from the consumer. A review of the data revealed no unfavorable trends and no trend involving lot number 3453d. The retain sample was visually evaluated according to product specification and test method by appearance and met specification. Based on the information available, this device was used as intended for treatment. The complaint category evaluated was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information was received on 03-aug-2014. Returned sample received on 17-jul-2014 was received opened and completely used. Sample does not meet specification by appearance evaluation because it was received with loose cutter. The review of the device history record, manufacturing related issue, non-conformance search and analysis of trend did not indicate that the product failed to meet specification. This complaint will be maintained with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male pharmacist (age unspecified) reporting on self from the united states. On an unspecified date, years ago, the consumer started using reach johnson and johnson floss mint waxed, for oral hygiene (route: dental, lot number 3453d, expiration date and frequency unspecified). After an unspecified duration, while the consumer was trying to cut the floss, the silver cutter fell off completely from the container. The consumer used scissors to cut the floss instead. The inner part, plastic assembly and plastic insert did not break. The consumer also stated that this was the first time it happened. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 14-may-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 17-mar-2014 from a male pharmacist (age unspecified) reporting on self from the united states. On an unspecified date, years ago, the consumer started using reach johnson and johnson floss mint waxed, for oral hygiene (route: dental, lot number 3453d, expiration date and frequency unspecified). After an unspecified duration, while the consumer was trying to cut the floss, the silver cutter fell off completely from the container. The consumer used scissors to cut the floss instead. The inner part, plastic assembly and plastic insert did not break. The consumer also stated that this was the first time it happened. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 28-apr-2014. The field sample was not received from the consumer. A review of the data revealed no unfavorable trends and no trend involving lot number 3453d. The retain sample was visually evaluated according to product specification and test method by appearance and met specification. Based on the information available, this device was used as intended for treatment. The complaint category evaluated was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.